Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in chordae was due to procedural circumstances. The reported clip open during efaa was likely due to the clip being caught in chordae. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An nt clip was inserted and was advanced under the valve. However, the clip became caught in the chordae. Troubleshooting was performed, but the clip was unable to be freed for chordae. Although the clip remained in chordae, the physician was able to grasp both leaflets. While attempting to deploy, the clip opened while establishing final arm angle. Troubleshooting was performed, but the issues was unable to be resolved. Since the clip was stuck in chordae, the clip had to be deployed. To stabilize the clip, two additional clips were implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.